Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a merlin.net transmission revealed high, out of range high voltage lead impedance. The physician opened the pocket, cleaned and reinserted the lead into the device header. All values were normal. A few days later, another merlin.net transmission revealed out of range high voltage lead impedance. The lead was capped and replaced. The patient was asymptomatic and there were no complications.